Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, atrial fibrillation (afib) occurred and anticoagulant medication was administered. Once the afib had subsided, anticoagulant therapy was stopped. Subsequently, seven days following the implant, the patient developed a cerebral infarction. Per the physician, a cardiogenic embolism associated with paroxysmal atrial fibrillation was reported to be the cause. An emergency thrombectomy procedure was performed. Paralysis was reported and was improving, but aphasia remained. Rehabilitation was performed. No adverse patient effects were reported.